Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: heartrail 7 f ir3.5. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. In this case, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the procedure was to treat a totally chronic occlusion in the right coronary artery with mild tortuosity and heavy calcification, which may have contributed to the reported difficulty. It is possible that the balloon material became damaged (scratched) from interactions with other devices and/or the restenosed lesion, such that the balloon ruptured upon inflation attempt. Return of the mini trek may have ultimately aided the investigation in determining a cause for the experienced rupture. To ensure this type of damage is not a result of a potential product related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this incident and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint-handling database did not reveal any other incidents reported for balloon ruptures from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this incident and without the product to examine, a definitive cause for the reported balloon rupture could not be determined.

Event description:
It was reported that during the pre-dilatation in the mildly tortuous, heavily calcified right coronary artery, for treatment of a chronic total occlusion, the 1.5 x 6 mini trek balloon ruptured at 8 atmospheres during the first inflation. Pre-dilatation was completed successfully using a non-abbott balloon. There was no adverse patient effect and no reported significant clinical delay in the procedure. No additional information has been provided.